Manufacturer narrative:
The device, multifunction cable, and adaptor were evaluated at zoll medical canada. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log indicates there were two reasons the device would not charge and are not indications of a device malfunction. The first is an unsupported cable ID. The other is due to the charge being internally dumped. The device was charging at too slow of a rate and the customer indicated that the battery used had a low charge. However, the battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.